Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported resistance and balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion in a 99% stenosed, heavily calcified, superficial femoral artery. An armada 14 percutaneous transluminal angioplasty (pta) catheter met resistance during advancement to the lesion. During the first inflation, the balloon ruptured at 14 atmospheres. The device was removed; however, there was some resistance with the sheath during removal. A new armada 14 was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.